Event description:
Reportedly, the device was explanted at implant. The replacement device was not reported. No further details were provided. Information was learned through (B) (4) implant patient registry. The device will not be returned as it was discarded at hospital.

Manufacturer narrative:
Customer letter not required. DHR review has been started. This was determined reportable per edwards lifesciences procedures. Device discarded at hospital. No product return.